Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds. It was decided to replace the device, due to entering safety mode. This lead remains in service. No further adverse patient effects were reported.